Event description:
Customer placed an im3.st kit. The cc1.sb probe for oxygen started to read 800mmhg when first inserted. After about a half hour, the oxygen reading never went below 300mmhg. The insertion of the im3 bolt went smoothly. The c8.b was providing correct temperature readings and no icp probe was inserted into the icp lumen. Integra neurospecialist was called in to witness the high licox readings and be present when the probe was removed. Another cc1.sb was placed with the im3 bolt. This oxygen probe worked as expected and integra neurospecialist saw no issues with the physician's technique. There was no patient injury and no product is available for return as the probe was discarded.

Manufacturer narrative:
A returned device is not expected to be received; therefore, a visual mechanical inspection could not be conducted. A review of the complaint database indicated only one other incident had been reported with the use of this lot number. This incident was related to placement of the device and did not reflect the function of the device. A review of the device history record for this lot number did not reveal any non-conforming issues. This lot was released within specifications. Complaints will be monitored for this device or for similar reported incidents. Based on the reported information and the lack of device return, we are unable to determine the root cause of the reported incident.